Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect clinical code: 4582 no clinical signs, symptoms or conditions. Health effect impact code: 2199 no health consequences or impact. Medical device problem code: 2915 device damaged by another device, 1250 fluid/blood leak, 1069 break. Component code: 432 seal, 525 tube, 3111 steering wire. Evaluation summary: although it was not possible to identify what the white substance was, the user noticed that the white substance was clogging up, stopped using it, and reported it to pentax medical. It is judged that there is no problem because it is handled as instructed by instructions for use. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Pentax medical became aware of a report on 03mar2020 stating, "a white substance come out of the scope during the procedure in to patient" involving pentax medical endoscope. Pentax medical contacted the facility for more information however, model/serial number is unknown and device is not returned for evaluation. Additional event details provided on 31-mar-2020 via email: during colonoscopy there was difficulty advancing jumbo forceps(unknown manufacturer) through the end channel. A different jumbo forceps was attempted. Channel was flushed and a powdery white debris entered the cecum. The colonoscope was removed and a second one inserted and accepted the jumbo forceps with ease. The user facility reported the event was not considered life threatening and the patient did not go to the ER or require admittance to the hospital. Images were taken of white debris, copious irrigation was performed; and the debris was sent to a lab for testing; blood work obtained from patient. Initial screening was negative. Will await substance identification testing for further follow-up. Patient status reported as stable. And relevant medical history identified: history of colonic polyps. The customer owned colonoscope was received by pentax medical for evaluation on 13-mar-2020. The colonoscope was inspected by pentax medical service on 17-mar-2020 and the following inspection findings were documented including operation channel- primary slice by accessory. Additional inspection findings: distal body chip at channel opening at thinnest part, failed wet leak test, lightguide prong cover glass set loose, suction tube resistance, water nozzle glue missing, failed dry leak test, insertion tube bump at end of root brace, fluid invasion not observed in pve connector, fluid invasion not observed in control body, hole in # 1 remote control button cover, leak at # 1 remote control button cover, air nozzle glue missing. The colonoscope underwent repairs including the following components and approved by final qc on 30-mar-2020: o-rings and seals, distal end assy with tubes, bending rubber, adjusting collar, rl pulley assy, ud pulley assy, angle wire, suction channel lg, remote control button(1), ul-stopper assy. The colonoscope was delivered to the customer on 30-mar-2020 under delivery order (B)(4). On 01-apr-2020, a device history record (DHR) review was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 16-jan-2017 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 16-jan-2017. Pentax medical video colonoscope, model ec38-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 08-mar-2017. Results of user facility sampling requested on 01-apr-2020. Investigation in-process.